Event description:
The customer reported that after a catheter ablation of heart muscle for antiarrhythmic therapy, a slight burn was observed on the pt's back where the pad had been placed. The catheters and generators were products of j&j and boston scientific japan. At a f/u appointment after discharge, it was found the burn scar was festered. No info about treatment was available.

Manufacturer narrative:
(B)(4). Date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted. The (B)(4) instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.